Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level with blood glucose was 464 mg/dl. Customer¿s current blood glucose was over 500 mg/dl. Customer was treated with insulin drip, manual injection and intravenous fluid. Customer had symptoms such as nausea and vomiting. Customer stated that the insulin pump had pump error alarm. Customer declined troubleshoot for insulin flow block alarm. The insulin pump will not be returned for analysis.